Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during a routine follow up, a threshold value could not be obtained as the patient was in atrial fibrillation (af). Diagnostic imaging showed that the right atrial (ra) lead had dislodged. The physician attempted to reposition the lead, but the helix mechanism kept dislodging from the myocardial tissue. The physician elected to explant and replace the ra lead to resolve the event and the patient was stable with no additional consequences.

Event description:
It was reported that during a routine follow up, a threshold value could not be obtained as the patient was in atrial fibrillation (af). Diagnostic imaging showed that the right atrial (ra) lead had dislodged. The physician attempted to reposition the lead, but the helix mechanism kept dislodging from the myocardial tissue. The physician elected to explant and replace the ra lead to resolve the event and the patient was stable with no additional consequences.